Event description:
The amistem was too loose in the bone: a revision surgery was performed to substitute stem, ceramic ball head and ceramic liner.

Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - (B)(4) / lot 113182 (25 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. The 24 stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and we do not have evidences that the event is device related; stem loosening is a known complications of thr.